Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs were damaged before use. The following was reported by the initial reporter: "it was reported that polybag was open and only had 6 syringes inside. Also reported 2 syringes were loose inside of shelf carton, needles were bent, and shields were missing from syringes. Verbatim: from phone call on 2020-11-04 16:55:10: consumer reported found 6-7 syringe without the needle shields on them. Consumer reported this same packet of syringe with shields missing the bag was opened. Consumer reported the needles were bent of the same syringes. Voicemail: consumer left voicemail stating that one bag of syringes was opened and 6 syringes were inside. I returned consumer's call and he stated that 2 syringes were loose inside of the box and 1 bag was opened with 6 syringes inside. Consumer also stated that the syringes from another bag had bent needles. Said when he removed the shield he noticed that the needle was bent. Consumer did not have lot or product # said he would call us back."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2020. H6: investigation summary. Customer returned nine (9) 30gx12.7mm, 0.5ml bd insulin syringes from an open polybag from lot 0020516. Consumer reported found 6-7 syringe without the needle shields on them. All 9 returned syringes were examined, and it was observed that all 9 syringes were returned with cannula shields attached; none of the returned syringes were missing cannula shields. Since no defect was observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 0020516. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs were damaged before use. The following was reported by the initial reporter: "it was reported that polybag was open and only had 6 syringes inside. Also reported 2 syringes were loose inside of shelf carton, needles were bent, and shields were missing from syringes. Verbatim: from phone call on (B)(6) 2020 16:55:10: consumer reported found 6-7 syringe without the needle shields on them. Consumer reported this same packet of syringe with shields missing the bag was opened. Consumer reported the needles were bent of the same syringes. Voicemail: consumer left voicemail stating that one bag of syringes was opened and 6 syringes were inside. I returned consumer's call and he stated that 2 syringes were loose inside of the box and 1 bag was opened with 6 syringes inside. Consumer also stated that the syringes from another bag had bent needles. Said when he removed the shield he noticed that the needle was bent. Consumer did not have lot or product # said he would call us back."